Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of all relevant device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified no additional similar complaints for the reported item within 1 year prior to the notification date and thereafter. There are additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information (no product return), a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when trying to switch rasps during the procedure, the locking mechanism of the rasp completely broke off the handle. No parts fell into patient and the surgery was completed with another rasp handle. There is no reported harm or injury to the patient, however this malfunction has caused a serious injury in the past. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4, d9, g3, g6, h3, h4, h6. The rasp handle was returned for investigation. Visual inspection of the device shows that the locking lever has come off the rasp handle. In addition, there are signs of excessive usage visible. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. It might be possible, that the rasp handle has been impacted during multiple uses with excessively high forces, leading to the disassembling of the mechanism. There is no fracture of the instrument. However, based on the available information an exact root cause cannot be determined no corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.